Event description:
Additional information received from the patient reported it was thought that they were just not doing it right. They did not know if it was a device issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that a patient experienced a loss or change of therapy, and had a return of symptoms on (B)(6) 2016. The following day, she was unable to increase or decrease stimulation. The patient realized that the implantable neurostimulator (ins) was not on. She was able to turn it back on and increase and decrease the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.